Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having 2 sets that were bent and needed replacements. The customer¿s blood glucose level was 400mg/dl at the time of incident, declined to trouble shoot for high blood glucose. The sensors are being replaced and not returned.